Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 49 mg/dl at the time of the event and a sensor glucose value of 181 mg/dl at the time of the event he customer reported patient is on automode /readings are way off patient is getting too much insulin and had hypoglycemia, user said they would contact hcp. The event involved product(s) mmt-7020la. The sensor was worn for 4 days. Sensor is securely taped to skin and has not moved. The customer was not reporting symptoms as a result of blood glucose. It was unknown whether the pump was used within 48 hours and whether the auto mode was active at the time of the event. The customer used a tylenol medication. Customer was advised taking medications that contain paracetamol or acetaminophen while wearing the sensor may falsely raise sg readings and the level and duration of sensor inaccuracy depends on how much medication is working in the body and will be different for each person. No product return is expected for mmt-7020la. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.